Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has strange odor: burning/smoke/electrical odor, goes through water fast, dirty filter and the device is overheating and there's a burning smell. The patient alleges congestion and lung issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging the device has strange odor: burning/smoke/electrical odor, goes through water fast, dirty filter and the device is overheating and there's a burning smell. The patient alleges congestion and lung issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an high pitch blower whine. Missing air inlet filter. Unknown white contamination (dust-like), at the air inlet of the blower box. Unknown white. Dust-like contamination on top of the blower motor and the blower motor seal. Tiny unknown white brown specks of contamination on the bottom of the blower box. Potential mineral deposits in the bottom of the blower box and blower motor indicate possible water ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer was not able to confirm the complaint. Filter not returned. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint. Evaluation method code, evaluation results code and component code, conclusion code grid has been updated.